Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional five proglide devices referenced is filed under a separate medwatch report numbers.

Event description:
It was reported that suture placement with proglide devices was attempted in the right common femoral artery via an 8fr sheath using the pre-close technique prior a percutaneous coronary intervention (pci) procedure. Reportedly, a suture break occurred with six proglide devices. The sheath was upsized to greater than an 10fr and the pci procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no product quality issue identified with this device based on the information reviewed at this time.